Manufacturer narrative:
(B)(6). There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be intact; no peeling or lifting was observed. All keypad button were intermittently responsive during testing. During investigation, there was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the buttons were intermittently unresponsive.